Event description:
It was reported that the patient experienced an uncomfortable bulge of the abdomen close to the incision line for the patient's artificial urinary sphincter (aus) device. No further patient complications were reported.